Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for drainage from their driveline. The drainage culture was positive for staphylococcus aureus. A computed tomography showed fluid collection along the driveline. The fluid culture was positive for methicillin-resistant staphylococcus aureus (mrsa). Infectious diseases was consulted and the patient was put on intravenous daptomycin for six weeks and was discharged on (B)(6) 2023.